Manufacturer narrative:
Journal article details; title: outcomes of the chimney technique for endovascular repair of aortic dissection involving the arch branches authors: yuxi zhao, jiaxuan feng, xiaonan yan, guoxian zhu, jian zhou, zhenjiang li, rui feng, and zaiping jing ann vasc surg 2019; 58: 238-247. Doi: https://doi.org/10.1016/j.avsg.2018.10.041. Patient death(s) were also included in the results of the journal article, however no causal link suggesting that the medtronic device(s) used in the patient cohort may have caused or contributed to the death(s) was provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant stent graft systems were implanted with chimney grafts in a patient group for the endovascular repair of type a and type b aortic dissections.   The following adverse events were observed in the patient group: in-hospital outcomes: type I endoleak (intra-operative) reintervention hemothorax death (suspected reoccurrence of aortic dissection) death (heart failure due to cad) follow-up outcomes: false lumen perfusion hypertension ischemic stroke death (>30 day).